Event description:
A healthcare facility in (B)(6) reported that the head casing and control panel of an iw910jeu baby control mobile infant warmer were cracked and damaged. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the warmer head assembly and the control panel were returned to fisher & paykel healthcare (fph) service center in (B)(4). The returned assemblies were visually inspected, repaired, and performance tested, as per infant warmer product technical manual by a qualified fph service engineer. After the repair, the heating element, power pcb, control pcb, and head harnesses were returned to fph (B)(4) for further investigation. The returned components were visually inspected. The electrical resistance of the heating element was also tested using a calibrated multimeter. Our analysis is accordingly based on the service reports and photographs provided by fph service center in (B)(4), and also the results of the investigation conducted at fph (B)(4). Results: photographs showed plastic chipping and crazing of the upper warmer head casing and control panel. Crazing on the label of the warmer head was also evident. Visual inspection revealed that the returned heating element, power pcb and upper harness were damaged and corroded. No fault was found with the control pcb. The electrical resistance of the heating element was within specification. A lot check revealed no other complaints of this nature for lot number 050602. Conclusion: it is likely that the plastic chipping and crazing observed on the upper warmer head casing and control panel are related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The product technical manual of the infant warmer features a diagram of the infant warmer which highlights the plastic surfaces of the unit containing components made from polycarbonate or acrylic, and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning products. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The repaired warmer head assembly and control panel were returned to the healthcare facility after it passed the performance and electrical safety tests specified in the infant warmer product technical manual.

Event description:
A healthcare facility in (B)(6) reported that the head casing and control panel of an iw910jeu baby control mobile infant warmer were cracked and damaged. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the defective parts of the complaint iw910jeu baby control mobile infant warmer from the healthcare facility. We will provide a follow-up report once we have completed our investigation.